Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch:13915812/13915812. Product family: scs-splitters. Upn:m365sc3304250. Model:sc-3304-25. Serial: (B)(6). Batch:15395334.